Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch was triggered when it come to this device due to low pace impedance measurements on the competitor right atrial (ra) lead. The lead was checked and normal values were seen in the bipolar and unipolar configuration. Provocation maneuvers were performed in the bipolar configuration and no noise was seen until the device pocket was manipulated and noise as well as a drop in pace impedance measurements out of range were noted. After manipulation the values returned back to normal. The device was left in bipolar configuration with the safety switch turned off. The patient was not pacemaker dependent. The patient was discharged and no adverse patient effects were reported.